Event description:
The instrument malfunctioned and did not alert the operator. As a result, erroneous results were reported on several patients. Only one is listed in this report since it involved the same piece of equipment. No patient harm.it was serviced by the vendor and is running properly now. The equipment was recalibrated.